Manufacturer narrative:
The lot numbers and expiration dates of the reagents were requested, but not provided. Of the provided quality control data, some results were outside of range. The field service engineer found that the reagent probe rinse station was not washing properly. The rinse volume on the reagent probes was adjusted, the probes were adjusted, the rinse mechanism volume was adjusted, and the reaction disk was lubricated. Operational and mechanical checks passed. The customer ran controls and these were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they noticed critical low values for an unspecified number of patient samples tested with ca2 (calcium) on a cobas 8000 c 702 module. The customer ran controls and these were outside of range low. The customer also found that controls for the cobas integra glucose hk gen. 3 test system were also out of range high. The customer loaded a new glucose reagent, calibrated it, and ran controls. Controls were acceptable. The customer provided an example of one patient sample that had discrepant calcium and glucose results. No questionable results were reported outside of the laboratory. The sample was repeated due to the critical calcium value. This sample initially resulted in a calcium value of 7.17 mg/dl and it repeated as 9.24 mg/dl. This sample initially resulted in a glucose value of 316.7 mg/dl and it repeated as 85.3 mg/dl. The customer was not sure which results were the correct ones.